Event description:
As stated by the customer (B)(4) 2010: "it was reported by the customer that the chair displaced from the hoist. A minor injury to the elbow of the resident sitting in the chair at the time of the incident." Complete description of event/incident (B)(6) 2010: "(B)(6) had finished her bath, she was in the chair in the hoist at the end of the bath. (B)(6) was drying (B)(6) whilst she was still on the chair attached to the hoist. Whilst (B)(6) was drying the chair suddenly fell from hoist. (B)(6) could not comment when I asked if the chair fell straight down or it twisted as the whole thing happened so quickly." (B)(4).

Manufacturer narrative:
(B)(4). Incident involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.